Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak during peritoneal dialysis therapy. Immediately preceding the discovery, the patient had received an m31 air detected in cassette alarm during drain zero of eight of peritoneal dialysis therapy. The patient had drained 89ml of an expected 500ml at the time of the alarm. The patient rebooted their cycler and bypassed to fill one. The patient filled 1997ml of an expected 2000ml when they noticed that there was fluid on the floor. Upon contacted a technical support representative, the patient was advised to cancel treatment due to the leak. During troubleshooting, it was verified that the lines were secure and that the bag was placed on the heater tray. The patient¿s supplies were checked and it was confirmed that their lines, solution bags, connections, cycler, and inside area of the cassette area door were all dry. The unused lines were properly closed for therapy. Both the location of the leak and the cause could not be determined. The patient peritoneal dialysis registered nurse of the event. The patient was not given prophylactic medication as a result of the leak. The patient did not experience any symptoms or require medical intervention following the event. The cassette used at the time of the incident had been discarded. The patient has been able to continue with peritoneal dialysis therapy using the same cycler without complications. Additional information was requested but was not available.